Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tubes, the device experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: test tube barricor product n.365049 lot 2033806 coagulates inappropriately.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 16-aug-2022 h.6. Investigation summary: material #: 365049 lot/batch #: 2033806 bd received 4 samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to clotting were observed. 10 retained samples were analyzed for heparin content; all were found to be within specification. Additionally, return samples and retain samples were evaluated clinically, with no issues being identified. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was not able to duplicate or confirm the customer¿s indicated failure mode, clotting, because the defects were not evident in the testing of the control, retained or returned lot samples. White particulate matter was observed in the samples, which is a normal occurrence of cellular debris. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to clotting were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tubes, the device experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "test tube barricor product n.365049 lot 2033806 coagulates inappropriately."